Manufacturer narrative:
High gradient can be a result of possible valve related and/or non-valve related issues. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to high gradient. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of high gradient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards is unable to perform device analysis, this event is most likely due to a progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure due to increased pressure gradient with a symptom of heart failure after an implant duration of approximately eight (8) years and eleven (11) months. A tavr procedure was performed with a 20mm sapien3 transcatheter valve with no adverse patient events reported. The patient status was reported as "recovered". The device was not returned for evaluation as it remained implanted. There was no allegation of device malfunction. The device was not returned for evaluation as it remained implanted. The 3300tfx valve was originally implanted for aortic valve replacement (mics-avr) to correct aortic stenosis. After implant, the patient was taking a regular follow-up and gradient pressure increase had been seen after about seven (7) years of implant. Patient medical history: paroxysmal atrial fibrillation, hyperthyroidism, bronchial asthma, pulmonary thromboembolism, idiopathic thrombocytopenic purpura.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.

Event description:
Edwards received information that a 19mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure due to increased pressure gradient secondary to device degeneration after an implant duration of approximately eight (8) years and eleven (11) months. A symptom of heart failure (nyha iii) was observed. A tavr procedure was performed with a 20mm sapien3 transcatheter valve with no adverse patient events reported. The patient status was reported as "recovered (discharged)". The device was not returned for evaluation as it remained implanted. There was no allegation of device malfunction. The device was not returned for evaluation as it remained implanted. The 3300tfx valve was originally implanted for aortic valve replacement (mics-avr) to correct aortic stenosis. After implant, the patient was taking a regular follow-up and gradient pressure increase had been seen after about seven (7) years of implant.

Manufacturer narrative:
The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction.